Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. There was no reported adverse impact to the customer. Reportedly, the customer cleared the alarm and resumed insulin delivery on the pump to resolve the issue.